Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2019 the following findings: during investigation, there was no damage or peeling to the keypad. The ok key was over responsive to user presses. The rest of the buttons were working properly. There was no evidence of contamination on the key contacts. The ok button contact was cracked. The battery compartment was found to be cracked and the display was found to be dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr), and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 17-may-2019, the reporter contacted animas alleging a button/keypad issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.